Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter email address unknown / not provided.

Event description:
It was reported that the implant was not attached to the mount, which caused it to fall. Tooth location # 35. Procedure was completed.